Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument and identified the failure mode as multiple hardware. The fse observed that the sample probe and reagent probe were bent. The fse replaced the sample probe, reagent probe, reagent wash collar, sample wash collar and mixer paddles which resolved the issue. Upon follow-up with the customer, no further information was provided regarding the patient treatment. The customer stated the patient results were amended. No further issues observed. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of multiple erroneously high patient results for acetaminophen (actm) on their unicel® dxc 600 instrument. The erroneous patient results were reported out of the laboratory and were later amended. Quality control was within the laboratory¿s established ranges prior to event. The customer stated there was treatment intervention for one (1) patient due to the erroneous results. No further information was provided regarding the patient. The customer provided the results for four (4) patient samples. Patient demographics were not provided.